Event description:
It was reported that patient was revised on a right knee due to pain and redness. Patient was diagnosed with infection.

Manufacturer narrative:
Additional devices listed in this report:cat # 5517f402, lot # ecxms2, description: triathlon p/a cr beaded #4r.cat # 5526b400, lot # ebtck, description: triathlon prim bead pa sze4 bp.cat # 5554l320, lot # s8a4r, description: triathlon mb patella pa a32.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving a triathlon cs x3 insert was reported. The event was not confirmed. Method and results: device evaluation and results: nothing remarkable was noted on explanted device during visual inspection. The device appears to be consistent with a device that was in vivio and subsequently explanted. Medical records received and evaluation: medical review concluded: x-rays show adequate size, position and alignment of all components with stable position in the bone and no apparent issues. Patient was diagnosed with infection through pain and redness. No other clinical information, neither on procedures performed beyond component removal. Explant photographs confirm virtually pristine devices with signs of early bone apposition. In this case no correlation between any specific device property and infection can be established. Patient had mainly bad luck to belong to the small percent category of severe infectious arthroplasty complications. As such, this pi case is caused by an adverse mix of patient-related and procedure-related factors. There are no device-related factors evident in this case as usual with infections and this pi case is not device-related. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: based on the medical review of the information provided no device-related factors are evident in this case, however without patient history, operative notes, follow-up notes and pathology reports no further investigation is possible. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that patient was revised on a right knee due to pain and redness. Patient was diagnosed with infection.